Event description:
It was reported that a clearlink continu-flo solution set would not connect to an unspecified intravenous set. The reporter stated that the set would not tighten. This occurred during set-up after priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow-up, the reporter stated that the set had not been unable to connect. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.